Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the patient received two inappropriate shocks, there was oversensing, and increased/high and fluctuating lead impedance, indicating a probable lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.